Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) battery ran out and the patient didn't realize it until she was going to the bathroom 12-13 times per day. The patient stated that she was back to where she got the ins and she was peeing all the time. The patient mentioned that she changed the pp batteries but didn't know how to adjust stimulation. Troubleshooting attempts were made and the pp showed stimulation was off. The patient was able to turn stimulation on at 1.2v and increased stimulation to 1.6v. The patient confirmed she could feel stimulation at a comfortable level. There were no further symptoms or complications reported or anticipated. From (B)(4), 2018-august-13, (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received. Patient reported she was having a return of urinary frequency and was at the point where she was before she got the device. Patient had access to patient programmer. Synced with the patient programmer and it showed stim was on. Patient felt stimulation in the correct area. Patient increased stimulation from 1.6v to 1.8v. It was reviewed with the patient that it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. This was reported to be a sudden change in therapy symptoms.